Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella 5.5 support. While on support, the patient woke up in a confused state and pulled impella back into aorta prompting team take patient back to operating room for a new impella 5.5 device. Additionally, at the end of the case, blood was noticed dripping from red impella plug. According to the provider, there may have been lots of torquing of the device. The patient survived the event.

Manufacturer narrative:
The investigation for the access site bleed and the positioning issue has been completed. The product was returned and evaluated. No logs are available for pump. There was blood leaking out of the red plug of the returned pump. A hole was then found in the catheter between the 30 and 35 cm markings, which is typically where suturing would take place around the catheter. The red plug was opened and the inside was covered in blood. However, the pump did pass electrical testing and was able to be recognized by the console without alarms, meaning that neither the motor cable lines or the communication cables had been damaged at this point. There were no reported issues with the pump's functionality in the field. Clinical details state the pump that was pulled into the aorta by the patient was referring to a previous pump. It further states that access site bleed was actually product damage (hole in catheter) since the pump was found to have blood in the red plug and a hole in the catheter. The root cause of the hole in the catheter was most likely use-related as there was a puncture hole found in the catheter, likely around the suturing site (30-35 cm). Added d9 device return date.